Event description:
Additional information received indicated that the patient's system was interrogated and impedance test was performed. No abnormalities were found. The patient's device was working and he was receiving spinal cord stimulation therapy with "good" coverage.

Event description:
It was reported that the patient was unable to adjust their stimulation on their implantable neurostimulator (ins) and received a "lower limit symbol" on the programmer when they tried to turn down the voltage. It was noted that this issue began following knee surgery in (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, (B)(4).